Manufacturer narrative:
Production records analyzed and trend analysis conducted for lot 520916. Manufacturer conducted testing for retained lots 520912 and lot 520913, testing showed no indication of abnormalities or malfunction at time of production.

Event description:
End user reports that occasionally the pen needles in the box do not dispense the insulin completely while using a lantus solostar insulin pen.

Manufacturer narrative:
Production records analyzed and trend analysis conducted for lot #520916. Manufacturer conducted testing for retained lot #520912 and lot #520913, testing showed no indication of abnormalities or malfunction at time of production.

Event description:
End user reports that occasionally the pen needles in the box do not dispense the insulin completely while using a lantus solostar insulin pen.